Manufacturer narrative:
Conclusion of cer (B)(4): hamilton medical ag has requested more information about the event. Investigation is still ongoing. No patient was harmed.

Event description:
To hamilton medical ag was the following reported: email from customer: so tonight I had an issue with the c3 vent #: 6023. When we 1st put the donor on this vent, he had been having about a 100ml-150ml vol loss with his exhaled vts. After all the trouble shooting I was able to get it to 50-80ml vol loss. Tonight there was still a vol loss, then all of a sudden the ventilator started alarming high peep and circuit disconnect, then of course would dump the vts. Looking at the wave form it did look like there was auto peeping. After troubleshooting the auto peep it still continued to alarm those same alarms. I then suctioned, just to see and there were any secretions. After that I ended up changing out the flow sensors and bacteria filters to see if there were any occlusions there was it was picking up. Nothing worked!! So I ended up placing him on the other vent and everything is fine. Normal exhaled vts, no auto peep showing. I didn't know if this issue was worth you coming out and assessing or if you think it could have just been a bad circuit from the start. I put a note on the vent saying to use 2nd as of now and didn't pull it out of service.